Manufacturer narrative:
Additional information is added to h3, h6 and h11. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak, clear passage, and clamp function testing were performed, and no issues were observed. There were no alarms during the machine testing of the sample. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during drain one of two of peritoneal dialysis (pd) therapy. During the troubleshooting, it was identified that there was a leak in one of the lines of the homechoice cassette that led to this alarm. The technical service representative (tsr) explained the alarm to the hp and assisted the hp to end the therapy and disconnect from the machine. A new set up was started with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.